Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-07683 it was reported that the patient was admitted for possible sepsis/infection and altered mental status. There was a no external power alarm captured during the pump interrogation. The event log captured power cable disconnects, low power hazards, and no external power events on (B)(6) 2021 at 2:34am and 2:35am while tethered to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10dec2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists sepsis, infection (localized, driveline, pump pocket or pseudo pocket), and other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists neurological dysfunction as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. D. Is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.